Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract.

Event description:
It was reported that during a transvaginal mesh procedure using a capio slim device, the needle could not be attached, and the suture thread could not be retracted. A second capio slim device was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies. Upon functional inspection, the monodek and bondek sutures were able to be loaded in the device, and the carrier was able to move in and out. After deploying the carrier, the cage was able to catch both sutures, not having issues with the extension and retraction of the carrier. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and analysis results, the reported event of "carrier retraction problem" was not confirmed. A conclusion code of no problem detected was assigned to this investigation. This conclusion was selected because it was reported carrier retraction problem, however, after visual and functional inspections in the complaint device it was not possible to identify any evidence of either the alleged issue or any defect on the device since the carrier was able to move in and out; after deploying the carrier, the cage was able to catch both sutures, not having issues with the extension and retraction of the carrier.

Event description:
It was reported that during a transvaginal mesh procedure using a capio slim device, the needle could not be attached, and the suture thread could not be retracted. A second capio slim device was used to successfully complete the procedure. No patient complications were reported.